Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Upon device interrogation, the right atrial lead exhibited high capture thresholds and decreased sensing. Chest x-ray was normal. The device was reprogrammed. Patient had no more complaints of diaphragmatic stimulation.